Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to model number 2800 carpentier-edwards® perimount® rsr pericardial bioprosthesis which is marketed in the u.s. PMA number: p860057/s001. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. Device evaluation is pending. A supplemental MDR will be submitted when evaluation is complete.

Event description:
Edwards received information that the subject device was removed from a patient after an implant duration of two years and one month due to ruptured leaflets. The subject device was replaced with another bioprosthetic valve and it was reported that the patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: report of leaflet tear was confirmed. X-ray demonstrated wireform distortion around leaflet 2, and commissures 1 and 2 bent. Leaflet 2 had a hole of 6mm x 4mm. Leaflet 3 had a hole of 3mm x 2mm, and a non- transmural damage of 1mm x 1.5mm. The leaflet holes and damage were beveled at the outflow aspect, and had typical characteristics of those caused by suture tail abrasion. In addition, the suture that was left on the sewing ring near leaflet 3 came in contact with the leaflet damages when the leaflet was in the open position. Serrated markings were observed on the outflow aspect of leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the inflow and outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. The sewing ring was cut around leaflet 2. The wireform was exposed around leaflets 1 and 2 at the inflow aspect and near leaflet 1 at the outflow aspect. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on product evaluation findings, operational context (surgical technique) at the time of implant of the subject device contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.